Manufacturer narrative:
A representative device from the same lot was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. At approximately 2000 while the nurse was priming the tubing set with hydromorphone 1 mg/ml, a small leak of solution was noted between the pca vial and the anti-siphon value of the tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Hospira's medical investigation is complete. However, if additional information is received, a supplemental report will be submitted.